Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in threshold measurements and loss of capture. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.